Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition for greater than two seconds, and high out of range pacing impedance measurements. The physician was able to reproduce the high impedance measurements with isometrics. The pacemaker was reprogrammed to aair mode. The rv lead was programmed off as the patient has prolonged but intact atrial ventricular conduction and does not require pacing in the ventricle. No adverse patient effects were reported.